Event description:
It was reported to boston scientific via an article published in the arab journal of urology that a detailed study was conducted to evaluate the long-term outcomes and safety of greenlight laser xps procedures for treating benign prostatic obstruction. Conducted at the urology and nephrology center, mansoura university, the study encompassed 248 patients treated between september 2014 and april 2017, utilizing two different techniques: greenlight laser photoselective vaporization (gl.pvp) and vapo-enucleation (gl.pvep). The patients were stratified into two groups based on the technique used, with 157 undergoing gl.pvp and 91 undergoing gl.pvep. These groups were assessed for various outcomes, including the need for retreatment, which was observed in 23% of the cases. This included both medical treatments and surgical interventions. The study detailed adverse events classified by the clavien-dindo scale from grade I to iva, including fever (uti) managed with antibiotics, capsular violation and bladder wall injury requiring conservative or surgical repair, failed first trial of voiding and acute urinary retention managed with catheterization, epididymo-orchitis treated with antibiotics, intraoperative bleeding managed by surgical interventions like cautery, urosepsis treated with intensive IV antibiotics, and post-operative hematuria managed with bladder irrigation or surgical intervention.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Ghobrial, f. K., laymon, m., el-tabey, n., & elshal, a. M. (2023). Greenlight laser (xps-180watt) prostatectomy for treatment of benign prostate obstruction, pursuit of durability. Arab journal of urology, 1-7. Https://doi.org/10.1080/2090598x.2023.2220631.

Event description:
It was reported to boston scientific via an article published in the arab journal of urology that a detailed study was conducted to evaluate the long-term outcomes and safety of greenlight laser xps procedures for treating benign prostatic obstruction. Conducted at the urology and nephrology center, mansoura university, the study encompassed 248 patients treated between september 2014 and april 2017, utilizing two different techniques: greenlight laser photoselective vaporization (gl.pvp) and vapo-enucleation (gl.pvep). The patients were stratified into two groups based on the technique used, with 157 undergoing gl.pvp and 91 undergoing gl.pvep. These groups were assessed for various outcomes, including the need for retreatment, which was observed in 23% of the cases. This included both medical treatments and surgical interventions. The study detailed adverse events classified by the clavien-dindo scale from grade I to iva, including fever (uti) managed with antibiotics, capsular violation and bladder wall injury requiring conservative or surgical repair, failed first trial of voiding and acute urinary retention managed with catheterization, epididymo-orchitis treated with antibiotics, intraoperative bleeding managed by surgical interventions like cautery, urosepsis treated with intensive IV antibiotics, and post-operative hematuria managed with bladder irrigation or surgical intervention.

Manufacturer narrative:
Ghobrial, f. K., laymon, m., el-tabey, n., & elshal, a. M. (2023). Greenlight laser (xps-180watt) prostatectomy for treatment of benign prostate obstruction, pursuit of durability. Arab journal of urology, 1-7. Https://doi.org/10.1080/2090598x.2023.2220631. B3 date of event: approximated.